Event description:
Sterile line change initiated per protocol. Replacement tpn [total parenteral nutrition] filter noted to have hole in the inside of the filter. Removed from new line and replaced with working filter. Damaged filter was not used on patient, noted before tubing was primed. [Redacted] sent on ups trk# [redacted]. Manufacturer response for tpn filter IV tubing, non-dehp extension set 0.2 micron downstream filter (per site reporter).